Event description:
This case was reported via regulatory authority (B)(4) on 09-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("joint and muscle pain, predominantly in the pelvic area") in a female patient who received essure (batch no. 50707329). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced general physical health deterioration ("declined state of health"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), musculoskeletal pain ("generalised joint and muscle pain"), spinal pain ("joint and muscle pain, predominantly in the spine"), pain in extremity ("joint and muscle pain radiating to the legs"), allergy to metals ("allergy to titanium"), fatigue ("chronic fatigue"), rhinitis ("chronic rhinitis"), loss of libido ("loss of libido"), migraine ("migraines"), abdominal distension ("abdomen bloated like a woman 6 months pregnant"), abdominal pain ("abdomen bloated and painful"), bowel movement irregularity ("completely random bowel movements"), dyspnoea ("breathlessness"), musculoskeletal chest pain ("intercostal pain"), neck pain ("crushing neck pain upon waking up"), rotator cuff syndrome ("tendonitis in shoulder"), balance disorder ("loss of balance"), dysphemia ("stammer"), memory impairment ("memory fail"), anxiety ("anxiety"), palpitations ("palpitations"), dizziness ("dizzy spells") and poor quality sleep ("sleep was not restorative / restless sleep"). The patient was treated with antihistamines, antiinflammatory/antirheumatic products, analgesics, surgery (bilateral salpingectomy on (B)(6) 2016) and physical therapy (every week to relieve joint and muscle pain). Essure was withdrawn. On (B)(6) 2016, the migraine had resolved. On (B)(6) 2016, the neck pain had resolved. On (B)(6) 2016, the pelvic pain, musculoskeletal pain, spinal pain and pain in extremity had resolved. In (B)(6) 2017, the rotator cuff syndrome had resolved. At the time of the report, the allergy to metals, rhinitis, loss of libido, general physical health deterioration and dizziness outcome was unknown and the fatigue, abdominal distension, abdominal pain, bowel movement irregularity, dyspnoea, musculoskeletal chest pain, balance disorder, dysphemia, memory impairment, anxiety, palpitations and poor quality sleep had resolved. The reporter provided no causality assessment for pelvic pain, musculoskeletal pain, spinal pain, pain in extremity, allergy to metals, fatigue, rhinitis, loss of libido, migraine, abdominal distension, abdominal pain, bowel movement irregularity, dyspnoea, musculoskeletal chest pain, neck pain, rotator cuff syndrome, balance disorder, dysphemia, memory impairment, anxiety, palpitations, general physical health deterioration, dizziness and poor quality sleep with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was allergy to titanium. On an unknown date: blood test result was no abnormal findings. On an unknown date: red blood cell sedimentation rate result was elevated. On an unknown date: ultrasound scan result was no abnormal findings. On an unknown date: x-ray result was no abnormal findings. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("joint and muscle pain, predominantly in the pelvic area") amongst other non-serious events. She was treated with analgesics. Approximately three years after insertion essure was removed via bilateral salpingectomy. Two days after the surgery, pelvic pain had resolved. Pelvic pain is assessed as serious due to its medical significance and it is anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of pelvic pain with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 09-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("joint and muscle pain, predominantly in the pelvic area") in a female patient who received essure (batch no. 50707329). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced general physical health deterioration ("declined state of health"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), musculoskeletal pain ("generalised joint and muscle pain"), spinal pain ("joint and muscle pain, predominantly in the spine"), pain in extremity ("joint and muscle pain radiating to the legs"), allergy to metals ("allergy to titanium"), fatigue ("chronic fatigue"), rhinitis ("chronic rhinitis"), loss of libido ("loss of libido"), migraine ("migraines"), abdominal distension ("abdomen bloated like a woman 6 months pregnant"), abdominal pain ("abdomen bloated and painful"), bowel movement irregularity ("completely random bowel movements"), dyspnoea ("breathlessness"), musculoskeletal chest pain ("intercostal pain"), neck pain ("crushing neck pain upon waking up"), rotator cuff syndrome ("tendonitis in shoulder"), balance disorder ("loss of balance"), dysphemia ("stammer"), memory impairment ("memory fail"), anxiety ("anxiety"), palpitations ("palpitations"), dizziness ("dizzy spells") and poor quality sleep ("sleep was not restorative / restless sleep"). The patient was treated with antihistamines, antiinflammatory/antirheumatic products, analgesics, surgery (bilateral salpingectomy on (B)(6) 2016) and physical therapy (every week to relieve joint and muscle pain). Essure was withdrawn. On (B)(6) 2016, the migraine had resolved. On (B)(6) 2016, the neck pain had resolved. On (B)(6) 2016, the pelvic pain, musculoskeletal pain, spinal pain and pain in extremity had resolved. In (B)(6) 2017, the rotator cuff syndrome had resolved. At the time of the report, the allergy to metals, rhinitis, loss of libido, general physical health deterioration and dizziness outcome was unknown and the fatigue, abdominal distension, abdominal pain, bowel movement irregularity, dyspnoea, musculoskeletal chest pain, balance disorder, dysphemia, memory impairment, anxiety, palpitations and poor quality sleep had resolved. The reporter provided no causality assessment for pelvic pain, musculoskeletal pain, spinal pain, pain in extremity, allergy to metals, fatigue, rhinitis, loss of libido, migraine, abdominal distension, abdominal pain, bowel movement irregularity, dyspnoea, musculoskeletal chest pain, neck pain, rotator cuff syndrome, balance disorder, dysphemia, memory impairment, anxiety, palpitations, general physical health deterioration, dizziness and poor quality sleep with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was allergy to titanium. On an unknown date: blood test result was no abnormal findings. On an unknown date: red blood cell sedimentation rate result was elevated. On an unknown date: ultrasound scan result was no abnormal findings. On an unknown date: x-ray result was no abnormal findings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2760 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 50707329 expiration date: 2015/12 manufacturing date: 2013/02. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("joint and muscle pain, predominantly in the pelvic area") amongst other non-serious events. She was treated with analgesics. Approximately three years after insertion essure was removed via bilateral salpingectomy. Two days after the surgery, pelvic pain had resolved. Pelvic pain is assessed as serious due to its medical significance and it is anticipated according to essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of pelvic pain with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.